Manufacturer narrative:
Device code 1494: off-label use (under 21yrs of age at date of implant). (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens of diopter -7.00/+0.5/100 into the patient's left eye (os) on (B)(6) 2022. The lens was exchanged on (B)(6) 2023 for a shorter length lens due to excessive vault and elevated iop. This resolved the problem. Cause of event reported as unknown.